Manufacturer narrative:
The investigation of the stonelight laser noted that the reported complaint of burning smell from the laser was not confirmed. Device interaction is not related to reported complaint. A preventative maintenance was performed and the laser passed full functional testing with no burning smell and no problems detected. Based on the investigation results, this complaint no longer meets the reporting criteria for the device in question.

Event description:
It was reported that during a procedure with a competitors laser device, a burning smell was noticed. The competitor laser was switched with the stonelight laser and the burning smell was still noticeable. The case was completed with this device. No patient or user complications were reported.

Event description:
It was reported that during a procedure with a competitors laser device, a burning smell was noticed. The competitor laser was switched with the stonelight laser and the burning smell was still noticeable. The case was completed with this device. No patient or user complications were reported.